Manufacturer narrative:
Technician found that the solenoid would not open or close all the way. Replaced with new part to resolve this issue.

Event description:
Information received indicated that the head of bed goes down by itself.